Event description:
A medtronic representative reported that, while in an ent surgery, the surgeon alleged the software was inaccurate. After the surgeon zoomed in on the 2d images, he deemed an inaccuracy in the superior/ inferior direction. The surgeon was using minict scan, and tracer registration. The functional endoscopic sinus surgery (fess) procedure was completed with the use of the fusion navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not available from the site at this time however, has been requested.. Software investigation has not been completed at time of this report.

Manufacturer narrative:
Patient weight now provided.

Manufacturer narrative:
The data provided was determined to be corrupt and no data could be evaluated as a result the manufacturer is unable to determine root cause since the archive required for analysis was not available. The rep said the surgeon has not had further issues with inaccuracies in subsequent cases.